Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient was hopitalized due to diabetic ketoacidosis and given electrical myostimulation. The patient was hospitalized at 1 pm on (B)(6) 2024, for less than 24 hours with blood glucose level of 600 plus mg/dl. During hospitalization the patient had symptoms like vomiting uncontrollably. The patient recieved treatement of insulin drip for high blood glucose level. No further information available.